Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported a non-abbott guide wire was used to cross the left anterior descending artery (lad) lesion. The non-abbott guide wire was exchanged for a viperwire guide wire with the assistance of an unspecified microcatheter. Six treatments were performed in the mid lad. While moving retrograde to the proximal lad, the oad crown stalled. After waiting five seconds, the oad was turned back on which led to the oad crown jumping backwards and causing a perforation. The physician was not operating against resistance. There was no clear indication as to what caused the stall. An abbott graftmaster was used to resolve the perforation. The patient was in stable condition.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported unexpected shutdown, unintended system movement, perforation of vessels and unexpected medical intervention appear to be related to operational context. In this case, it is possible that the reported unexpected shutdown, unintended system movement, perforation of vessels and unexpected medical intervention is due to device placement and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: h6 (codes 4118, 3233, and 11 no longer apply).

Event description:
It was reported a non-abbott guide wire was used to cross the left anterior descending artery (lad) lesion. The non-abbott guide wire was exchanged for a viperwire guide wire with the assistance of an unspecified microcatheter. Six treatments were performed in the mid lad. While moving retrograde to the proximal lad, the oad crown stalled. After waiting five seconds, the oad was turned back on which led to the oad crown jumping backwards and causing a perforation. The physician was not operating against resistance. There was no clear indication as to what caused the stall. An abbott graftmaster was used to resolve the perforation. The patient was in stable condition.

Manufacturer narrative:
Correction: g1.

Event description:
It was reported a non-abbott guide wire was used to cross the left anterior descending artery (lad) lesion. The non-abbott guide wire was exchanged for a viperwire guide wire with the assistance of an unspecified microcatheter. Six treatments were performed in the mid lad. While moving retrograde to the proximal lad, the oad crown stalled. After waiting five seconds, the oad was turned back on which led to the oad crown jumping backwards and causing a perforation. The physician was not operating against resistance. There was no clear indication as to what caused the stall. An abbott graftmaster was used to resolve the perforation. The patient was in stable condition.